Event description:
During a bowel procedure the stapler fired but the cartridge did not emit a staple. The representative was contacted and he took the equipment for evaluation. No harm to the patient and procedure continued.